Event description:
It was reported to tyco/healthcare/kendall in 2002 that the device was reporting inaccurate temperatures. The temperature was abnormally high and the device was obviously malfunctioning. No patient injury reported.